Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4)h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) would "calibrate" every thirty seconds. The iabp would resume pumping momentarily, but then calibrates again. The iabp was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report for the iabp was submitted under mfg report number 2249723-2024-02158.

Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as no lot number for the affected device have not been provided.